Manufacturer narrative:
H6: a review of the manufacturing records indicated the lots met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2022, the patient underwent emergency endovascular treatment for a rupture at the distal anastomosis of the artificial graft in the descending aorta, using gore tag conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2026, a reintervention was performed because a type I endoleak was observed at the distal end of the ctag. An additional stent graft was implanted, extending just above the celiac artery. The patient tolerated the procedure well.